Event description:
It was reported via the implant patient registry that this 26mm sapien 3 ultra valve implanted in the aortic position was explanted after 2 years and 10 months. A surgical valve was implanted in replacement. Per the operative note, the patient presented with enlarging ascending aortic aneurysm. Under general anesthesia, the patient had redo sternotomy, resection of aneurysm, aortic valve replacement, and ascending aorta replacement. Since the patient already had a surgical aortic valve and valve-in-valve tavr, while the valve-in-valve tavr appeared to be appropriately functioning, the mean gradient had risen to 21.3 mmhg on most recent preoperative transesophageal echo. As such the physician felt a valve-in-valve-in-valve tavr option was not in the patient's best interest as although he is 86, he was very fit and active and could likely require another valve in valve in the future.

Manufacturer narrative:
Investigation is ongoing.